Event description:
It was reported that leak was observed from the septum of the y-site closest to the one link connector in a vented continu-flo solution administration set. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One unit was available at the plant for evaluation. A visual inspection was performed and the 2nd y-site of the set had partial collapsed septum. No defect was observed during test on the swage height and microscopic inspection of septum from the 2nd y-site. The reported problem was confirmed. No other test was performed. Should additional relevant information become available, a supplemental report will be submitted.